Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized "due to diabetes." Reportedly, customer had an underlying infection; however, no additional details and nature of hospitalization were provided. The customer declined troubleshooting with tandem technical support, and declined to provide additional information.